Event description:
A discordant low advia centaur cp troponin ultra result was obtained when repeat testing was performed by the customer. The physician questioned the low result and the customer performed repeat testing of the patient's second draw. The troponin test result value was higher on repeat. There was no known report of adverse health consequences due to the discordant low troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a functional system check. The qc run by the customer at 04:30am and 06:20am was out for the high level. The fse observed that the system maintenance had not been performed and noted there was no cleaning solution. The event log had a wash station aspiration failure and software error noted at 03:23 and 03:27am. The fse replaced the rinse block around pump and waste pump tubing. The instrument is performing within specifications. No further evaluation of the device is required.